Event description:
Pt reported having pump alarm, comes on in the middle of the night, at 4 am, with the error message code 41622. Pt stated no other information shows on the screen except for the code. Pt reported, she has been taking the battery out of the pump when the alarm occurs and alarm still continues for hour or so before it stops. Pt reported when she placed the battery back in the am, the alarm stops and pump starts working again, but the alarm repeats again at night. This continues at night every night for the past 3 nights (dates unspecified). Pt was able to switch to an alternate pump to continue therapy. Pt provided malfunctioning pump serial number (B)(6). Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.